Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood in/on the helix mechanism and sleevehead, and there was a tip seal observation.

Event description:
It was reported that during an implant attempt, the right ventricular lead was positioned with high threshold. The helix was then retracted and the lead repositioned, but the helix would not re-deploy. The lead was attempted, but not used. A new lead was used. No patient complications have been reported as a result of this event.